Event description:
This adverse event involved a patient that went to the ER on 1/2005 for exacerbatation of chf symptoms. The patient was not admitted. The next day the patient received 9 minutes of eecp therapy before complaining of chest pain unrelieved with three nitroglycerin tablets. The patient was transported to the ER and admitted for three days. While an inpatient, a catheterization was performed.